Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06388. It was reported that the rotawire became stuck on the drive shaft. The target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.50mm rotalink plus and rotawire were used and advanced to treat the target lesion. During withdrawal, it was noted that the rotawire got stuck within the drive shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.